Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown alumina 0degree insert. An unknown trident cup 56f and unknown 32-4mm alumina head were also noted in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was confirmed that no additional information would be provided due to the hospital's policy. Therefore, the exact cause of the event could not be determined because insufficient information was provided. Device not available.

Event description:
It was reported that the patient had an infection and revision of cup. Used 54k 36mm head & competitive cup/liner.